Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 2/10/20. Section h3: device returned to manufacturer ¿ yes. Device evaluation: a visual inspection under magnification revealed viscoelastic residue on the lens'' optic body and haptics. Additionally, the lens was observed to be cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information further information was provided and reported the patient had poor vision. There was no incision enlargement, unplanned sutures, or a vitrectomy required. The patient is doing well post-operatively. Additionally, the date of event was provided. The following sections have been updated accordingly: section b3: date of event: (B)(6) 2019. Section h6: patient code: 2138 . Device evaluation: product evaluation has not been performed as the suspect product has not been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. The device was manufactured at the (B)(4) which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a power miss with a model zxr00 intraocular lens (iol). The lens was explanted and replaced with the same model, but higher diopter (22.0). No additional information was provided to johnson & johnson surgical vision.